Event description:
It was reported that an adverse event occurred. The wearable was inserted into the skin. On (B)(6)2025, it was reported that in (B)(6)2025 the dexcom was not working. The patient was using dexcom app and tandem t:slim x2 insulin pump. Neither's behavior was described. She lost consciousness. Her sister found her unresponsive and sent her to the hospital. She no longer remembers the date nor the happenings during the incident. She was also unable to confirm in what way the sensor is not working. She said that her bg at the emergency room (ER) was around 1000 mg/dl. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
Combination product: yes an infection was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additionally an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In summary, the infection was not device related.

Event description:
Subsequent to the initial MDR, a correction was updated on 2/2/2026. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).